Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced low blood glucose level. Customer¿s blood glucose level was 53 mg/dl at the time of incident. Customer was treated with food low blood glucose level. Customer stated that the auto mode feature was not active at time of low blood glucose event. Customer reported that they had shaking headache symptom. Customer declined troubleshooting for low blood glucose level. The customer will continue to use device.